Event description:
Dr performed a laparoscopic cyst aspiration on 2/3/99. It was reported that the pt was re-admitted with an inflamed bowel perforation. The colon was resected and pt had temporary colostomy. Histological analysis could not determine if injury was burn or cut. The dr did not observe any problems during the initial laparoscopic surgery.